Manufacturer narrative:
9/11/97-supplemental rpt #1 submitted to FDA.

Event description:
The device was used during a colon resection procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.